Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. A revision surgery was performed, during which it was noted that one cylinder was torn and, in addition, there was a break in the connecting tube from the cylinder to the pump. Both cylinders and the pump were removed and replaced. There were no patient complications reported.